Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the patient side manipulator (psm) to perform failure analysis. The patient side manipulator (psm) was installed onto the test system and started up in normal mode without triggering any faults or errors. A sterile adapter was then installed and found to be popping off during engagement. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the drape came unlatched and fell. The intuitive surgical, inc. (Isi) clinical sales representative (csr) stated that the patient side manipulator (psm) 2 sterile adapter would not re-engage during re-draping. The customer tried re-draping system with a new drape, but the psm 2 drape failed to engage. The surgeon was continuing with procedure using two psms. The procedure was completed as planned with no reported injury.